Event description:
Initial reporter indicated to a manufacturing consultant that their wand cable was frayed near to the end of the wand. Good faith attempts have been made for the product to be returned for analysis and thus far the wand has not been returned.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.